Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported receiving a message 'hi' (reading >500 mg/dl) and as a result, self-treating with "an extra dose of" insulin (dose/type unspecified). Customer subsequently experienced symptoms of hypoglycemia described as sweating and a loss of consciousness and obtained a reading of 28 mg/dl on another adc device. Customer was incapable of self-treating and required treatment of glucagen and a "sweet drink" by her husband. Customer additionally reported receiving sensor scan results of 394 mg/dl and 381 mg/dl compared to readings of 98 mg/dl and 134 mg/dl obtained on another adc device respectively. The results, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this servers as a correction report as the investigation was omitted from the initial submission. Section h6 and h10 have been updated to reflect the investigation findings.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported receiving a message 'hi' (reading >500 mg/dl) and as a result, self-treating with "an extra dose of" insulin (dose/type unspecified). Customer subsequently experienced symptoms of hypoglycemia described as sweating and a loss of consciousness and obtained a reading of 28 mg/dl on another adc device. Customer was incapable of self-treating and required treatment of glucagon and a "sweet drink" by her husband. Customer additionally reported receiving sensor scan results of 394 mg/dl and 381 mg/dl compared to readings of 98 mg/dl and 134 mg/dl obtained on another adc device respectively. The results, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. Customer reported receiving a message 'hi' (reading >500 mg/dl) and as a result, self-treating with "an extra dose of" insulin (dose/type unspecified). Customer subsequently experienced symptoms of hypoglycemia described as sweating and a loss of consciousness and obtained a reading of 28 mg/dl on another adc device. Customer was incapable of self-treating and required treatment of glucagen and a "sweet drink" by her husband. Customer additionally reported receiving sensor scan results of 394 mg/dl and 381 mg/dl compared to readings of 98 mg/dl and 134 mg/dl obtained on another adc device respectively. The results, when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.